Manufacturer narrative:
Per the initial report, the vascade mvp device performed per specifications. The device was not returned for physical investigation. Conclusion: the complaint reports an infection. There is no report of device malfunction and all devices are sterilized through validated method and sterilization certificate is on file for all lots of devices. It is probable that the irritation occurred post procedure through site care or because the device was utilized in a shallow tissue tract, but this cannot be determined without additional information.

Event description:
The vascade mvp device was selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the device and the device was removed. Final hemostasis achieved with the device. The patient went to the ER at a separate hospital, an unknown time later with a complaint of pain, redness and irritation at the access site. An ultrasound was conducted and fluid was observed at the access site. The surgeon drained the abscess by making a 1 cm incision and bandaged the site. The patient stayed overnight and the bandage was removed the next day. Patient was discharged with antibiotics and was not feeling any pain or discomfort. It was noted that the patient was "very skinny".